Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving baclofen at an unknown concentration and dose via an implantable pump for intractable spasticity. It was reported that the pump was moved to a better anatomical position. There was a partial explant of the catheter on (B)(6) 2016. There were no applicable environmental, external, or patient factors. The issue was resolved and the patient status was alive with no injury. The pump was moved because the patient felt like it moved too much when she moved around. The catheter was just shortened because they didn¿t need the full length of it after the pump was moved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.